Manufacturer narrative:
(B)(4). This report has been identified as b. Braun (B)(4) internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(4). During the analyzes of the history log files no flow deviation could be detected. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. After the functional test a delivery accuracy measurement according to iec 60601-2-24 was arranged. For this the delivery accuracy measurement the pressure cut-off and the pressure limitation were checked. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device fulfills the required values according to the specifications of the technical safety check (tsc). Caused of the investigation results, only the upper housing part was removed. No soiling or any damages could be detected. The complaint could not be confirmed. During a flow measurement no flow deviation could be detected. The device works within our specification.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "overinfusion". Customer information: the pump was set for an infusion in 7 hours, but after 6 hours everything in the bag has been infused. This has happened several times now. One time the whole bag was empty after 1 hour only instead of 7 hours. It was a home care therapy. No day of occurrence was reported.